Event description:
It was reported that during a cardiac arrest, user stopped the platform during compressions in order to attach defibrillator/monitor to pt. When restarted, the platform compressed for a min or two and stopped. Battery was replaced. Platform delivered compressions for a min and stopped again. User indicated that batteries are maintained properly. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has rec'd the device associated with this report. However, the device is still under investigation. A supplemental report will be submitted when the investigation is completed. No adverse event reported.